Manufacturer narrative:
Citation: park, j. H., kim, h., kim, s. Impact of stent retriever diameter on clinical outcomes in mechanical thrombectomy: a multicenter comparison of the 4-mm and 6-mm solitaire devices. Frontiers in neurology 16:1618737 2025. Doi:10.3389/fneur.2025.1618737 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: ¿impact of stent retriever diameter on clinical outcomes in mechanical thrombectomy: a multicenter comparison of the 4-mm and 6-mm solitaire devices.¿ the time frame of this study was: january 2019 to november 2021. The following medtronic devices were used: solitaire 4 × 40 mm stent retrievers were used in 59 patients, and solitaire 6 × 40 mm stent retrievers were used in 86 patients. Among patient adverse events included: vessel perforation (1 patient in 6 × 40 mm group) .dissection (2 patients in 6 × 40 mm group, 1 patient in 4 × 40 mm group) . Vasospasm (1 patient in 6 × 40 mm group, 5 patients in 4 × 40 mm group) . Reocclusion (6 patients in 6 × 40 mm group, 3 patients in 4 × 40 mm group) .postprocedural hemorrhage (48 patients in 6 × 40 mm group, 45 patients in 4 × 40 mm group) . Symptomatic hemorrhage (5 patients in 6 × 40 mm group, 3 patients in 4 × 40 mm group) . Embolization to new territory (7 patients in 6 × 40 mm group, 15 patients in 4 × 40 mm group) . Device switching (4 patients in 6 × 40 mm group, 11 patients in 4 × 40 mm group) . Use of rescue device (2 patients in 6 × 40 mm group, 6 patients in 4 × 40 mm group) no further information was provided pertaining to medtronic products.